Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of display anomaly from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the screen flickered and the alarm rang when they inserted the battery. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump received with a constant flashing white light on the display and constantly beeping due to vertical cracked lcd controller printed circuit board. The insulin pump received with minor scratched lcd window, scratched case, pillowing keypad overlay and cracked select button keypad overlay.